Event description:
Customer reported that when loading a pt into the ambulance the cot legs would not collapse with the pt's weight; resulting in the pt ambulating himself into the ambulance. Customer also indicated that a similar issue occurred earlier in the month of (B)(6) 2014 when off loading a pt at hospital. No indication of injuries were reported.

Manufacturer narrative:
No injuries were reported, but we are reporting this incident due to a delay in transport.